Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use air bubbles were discovered in the needle/syringe with a bd precisionglide¿ needle . The following information was provided by the initial reporter: description of issue: customer reported air bubbles getting stuck in needle/syringe. Number of occurrences: customer could not recall number of times/ customer reported issue has persisted since she started on pump january 2019. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 300 mg/dl. If bg between 54-500, no more bg questions needed. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 8298998. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Event description:
It was reported that prior to use air bubbles were discovered in the needle/syringe with a bd precisionglide¿ needle . The following information was provided by the initial reporter: description of issue: customer reported air bubbles getting stuck in needle/syringe number of occurrences: customer could not recall number of times/ customer reported issue has persisted since she started on pump (B)(6) 2019. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. What was your bg reading at the time of this event? 300 mg/dl if bg between 54-500, no more bg questions needed. Item number bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 8298998. For bd product only, are samples available for investigation? O no. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation summary: the provided lot number could not be associated this product. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.